Manufacturer narrative:
(B)(4). UDI # unknown. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). (B)(4). Device not returned.

Event description:
A medwatch report, (B)(4), was received stating, "while intubating the patient, the balloon (cuff) on the tube burst." "Intubation, broken tube removed with no residual pieces noted. Pt successfully intubated with another tube." No additional information was provided in regards to the patient's status. Additional information has been requested but not yet received.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).